Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow-up and the pulse generator exhibited backup vvi mode. The patient had received radiation therapy recently and was not finished with the treatment cycle. The device was explanted and replaced on (B)(6) 2014.